Manufacturer narrative:
Many good faith efforts were made to obtain additional information from the customer, but no response was received. The resolution and disposition are unknown.

Manufacturer narrative:
Date of report: 29sep2021.

Event description:
The customer reported getting leaking alarm but there isn't any leaking in the device. A low leak alarm was reported by the respiratory therapist. The device was in use however no patient or user harm was reported. Customer states the system leak test is not passing. The remote service engineer (rse) advised that the low leak alarm is in relation to the patient circuit, not an internal leak in the ventilator. Discussed troubleshooting the system leak test, then advised to perform flow testing to diagnose the low leak alarm. The rse provided parts ID for the flow sensor assembly if needed.